Event description:
During a video assisted thoracoscopic surgery, with lobectomy the ez45g was being used. On the seventh firing of the device a blue cartridge was used. After completing the firing stroke, it was noticed the tissue had been transected but no staples were present or had formed. The device was reloaded again, but the proximal staples (first 3 rows) had been driven up out of the cartridge and partially formed after insertion to the gun. This happened twice. A second ez45g was opened and the lung tissue was stapled and transected without incident. There was no consequence to the pt. The gun and three reloads are being returned for analysis. Two zr35g reloads are of lot number j42u92, batch number jooa1k, and the first three rows of staples activated. One zr45b reload is of lot number j4b03u, batch number joo91g, and the staples did not form nor were present.